Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rotation section of insertion tube of the rigid video scope was loose. The malfunction was observed during service/ maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure "the insertion tube rotation part is loose" was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure of main body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.